Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) implantable pulse generator (ipg) was replaced due to difficulties charging. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was disposed by the medical facility and will not be returned for analysis. Postoperatively, the patient recovered from the procedure.